Event description:
The customer reported a bloody fluid leak of approximately 2ml from a coulter lh 750 hematology analyzer during sample processing. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/08/2015 and found the aspiration needle leaking from the vent port. The fse replaced the needle cartridge, which resolved the leak. The fse found that the check valve between feed thru fitting (ff80) and the top of the cbc waste chamber was plugged. He replaced the check valve and the instrument ran without leaks and all repairs were verified per established service procedures. (B)(4).